Manufacturer narrative:
This complaint event was received via kroll claim (claims received as part of exactech's financial restructuring process, managed by kroll, llc). All available event and product information was collected at the time of claim intake; no further information is available or expected. Due to the limited information, this complaint event cannot be further investigated or confirmed, and a definitive cause cannot be determined. Potential product, patient, and/or user-related contributing factors cannot be definitively determined. There is no indication within the available information that a new or unexpected failure mode or harm/adverse event type has occurred or that the benefit-risk analysis for exactech products has been altered. Therefore, no further risk analysis will be performed. However, this event will be included in complaint trending per (B)(4). Complaint trending and actions will be taken as required upon detection of any trend signals. No further action or escalation will be taken at this time concerning this reported event. Should additional, relevant information be received concerning this event, the complaint investigation will be re-opened and actions taken as appropriate. B3: corrected. D1: corrected. H6: corrected. Health effect, medical device, component, and investigation clinical codes.

Event description:
It was reported that this patient's right knee was revised. Patient stated that they experienced infection, instability with walking, and swelling on both knees after her surgery.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.